Manufacturer narrative:
Apoc incident #(B)(4). The investigation was completed on (B)(4) 2017. Retain product was tested and functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding act k cartridge that yielded a result of 204 (secs) on actk cartridge lot# r16314b on a (B)(6) patient. The event occurred on (B)(6) 2017 and the patient was getting a balloon catheter, stent implantation procedure. There was no additional patient information at the time of this report. There was no baseline testing performed prior to administering 5000 ie of heparin. The medical director thought that the result of 204 seconds seemed too low and more heparin was administered. The patient later bled out the groin area, intubated as a result of blood loss. The customer states that return product is not available for investigation. (B)(6). The customer states that the patient was fine. At this time and based on the limited information available, apoc does not suspect a malfunction exits but believes an adverse event occurred. The customer states that the patient was intubated, as a results of a hemorrhagic shock . The investigation is underway.